Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After pre-dilation, a 4.00 x 16mm synergy xd drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was found that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 4.00 x 16mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with proximal stent struts lifted. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After pre-dilation, a 4.00 x 16mm synergy xd drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was found that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported.